Event description:
I had lasik on (B)(6) 2014 at lasik plus. Since lasik I have ghosting/double vision, starburst, halos, flotters, bad headaches, loss of contrast sensitivity and depression. I am no longer driving at night, I cannot live a normal life I hate it and I dont known what to do. I regret it everyday and I hate myself for it. It has gone as far as affected by wife and kids. Seems like all this is hidden and no their are no answers please help.